Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to foreign substance contaminants inside the manifold assembly. The manifold assembly was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed "compressor failure -1001" and "self check failure -1003" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.